Event description:
It was reported the customer received 3 boxes of enlite sensors that were held up due to the weather. Customer had a blood glucose level of 538 mg/dl. Customer stated that sensor stayed out all night in bad weather and now the customer's pump keeps asking to update his sensor blood glucose level now. Customer stated that his blood glucose level was running sky high and he received no warning. Customer's blood glucose level went down to 358 mg/dl when he treated with a manual injection. Customer had symptoms of high blood glucose level such as excessive thirst and irritability. Customer stated that they have a back-up plan. Customer declined troubleshooting. Customer was advised that 1 box of sensors will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.